Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a false negative result on a symptomatic consumer. There was no report confirmatory testing or adverse impact to the patient. Eua # (B)(4). The following information was provided by the initial reporter: "customer reported veritor tests did not detect while symptomatic. Customer is at home and do not have access to the information".

Event description:
It was reported while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced a false negative result on a symptomatic consumer. There was no report confirmatory testing or adverse impact to the patient. Eua # (B)(4). The following information was provided by the initial reporter: "customer reported veritor tests did not detect while symptomatic. Customer is at home and do not have access to the information."

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false negative (tests did not detect while symptomatic) when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative (tests did not detect while symptomatic) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against false negative (tests did not detect while symptomatic). Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.